Event description:
Had essure implanted in 2013. Started to get severe cramping and menstrual bleeding. Turned into severe cramping even when not on my period. Chronic fatigue, weight gain of 30 pounds, metallic taste, and thinning hair. Found that one coil migrated into my uterus. Moving forward with removal this year. FDA safety report ID# (B)(4).